Manufacturer narrative:
Replacement of the led board panel resolved the customer issue. Service records for this over 2 years old device were reviewed and no records related to this unit and complaints were found. Additional product investigation is not necessary.

Event description:
The customer reported to natus on june 21st , 2017 that their neoblue 3 (sn # (B)(4), led pn # 001841, installed on (B)(6) 2015) had orange leds that were missing on the led panel. Per the customer some of the orange leds couldn't be turned on. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.